Event description:
It was reported that few hours after the procedure, loss of capture on right atrial lead was observed. Chest x-ray was performed and it was noted that the right atrial lead was dislodged to right ventricle and was causing vt episode. Lead insulation damage, probably caused during loosening of suture sleeve, was noted during lead re-positioning procedure. Physician decided to explant and replace the lead. There were no adverse consequences to the patient.